Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced significant loss of coronal tooth structure, and fracture and loss of tooth #30. The patient received a crown on tooth #30.